Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 32.5mm aaa. It was reported that during the index procedure the stent graft could not be delivered. No vessel injury was observed. An artificial bypass was performed on the femoral artery and a covered stent graft was placed in the iliac artery. Per the physician the cause of the event was anatomy related. It was noted that the access vessel was tortuous, with circumferential calcification and a previously implanted stent in the abdominal aorta and iliac artery prevented the stent from smoothly reaching the intended target. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the inability to deliver the valiant captivia to the target location could not be confirmed based solely on the pre-implant images available. However, the reported factors that may have contributed to the event, such as access vessel tortuosity , calcification and the previously implanted evar stent graft were evident on the imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.